Event description:
A pull g-tube device was used during a percutaneous endoscopic gastrostomy (peg) tube procedure in 2008. According to the complainant, "the wire on the peg tube broke." It was reported that the physician was able to place the device using hemostats. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause for the reported event is undetermined. The device history record was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.